Manufacturer narrative:
Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced skin irritation at the sensor site from the sensor tape. The customer mentioned they clean with alcohol and insert on thigh. The customer stated they went to doctor¿s office and the site was cleaned, cream was applied, and it was covered. Blood glucose value was 83 mg/dl. The sensor was returned for analysis.